Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received indicated that device is reprogrammed to unipolar. Minute ventilation (mv) was reactivated and a stress electrocardiogram was performed and demonstrated acceptable performance of rate response due to mv. The patient was discharged and the system remains in use. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker is oversensing the minute ventilation (mv) signal in both the right ventricular (rv) and the right atrial (ra) electrograms (egm). Boston scientific technical services (ts) advised that under normal condition, no mv artifact on intracardiac egms should be seen, and possible grounding issues in the system can cause the mv signal to not be filtered out of the egm signal. Engineering analysis of the data set showed that both the ra and rv fails intermittently and it flip flops between the two leads for the mv signal. Ts recommended turning mv off. Additional information received indicated that during exercise there was a sudden drop in the patient's rate resulting in dizziness. Furthermore; another save to disk was performed and the physician changed the lead configuration to unipolar while keeping mv turned on. Engineering analyzed the device data and indicated that 12 atrial tachy response (atr) episodes and 2 pacemaker mediated tachycardia (pmt) episodes were recorded. The egm data of the last 3 atr episodes and the 2 pmt episodes show mv chop on both the ra and the rv. The mv signal was again being oversensed in the ra. Failed mv lead checks were recorded on two consecutive days; high out-of-range impedance was measured on the ra-can and rv-can vectors. In both cases, the next mv lead check, performed hourly, was successful. Ts commented that the mv chop on this device is unusual due to both mv vectors reporting high impedance values as well as on the egms the chop can be seen on both vectors, just on the ra or just on the rv. Furthermore; the egms show that the chop is intermittent varying amplitudes. Ts indicated that a potential lead issue, a connection issue, or possibly a loose header may be the cause of this issue as this device was implanted prior to making the over-molded headers for this product family. The system remains implanted. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.